Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon detachment occurred. The 90% stenosed lesion was located in the moderately tortuous antebrachial vein. The procedure was being performed for "hemodialysis trouble" in the shunt of the vein. Another MFR's 6fr. Introducer sheath was placed. The ultra-thin diamond 8mm x 4mm balloon catheter was advanced to the lesion and inflated an unspecified number of times to unspecified atms. The physician attempted to remove the balloon catheter, however, the balloon was unable to be withdrawn through the introducer sheath. Upon applying force to the device, the balloon detached and remained inside the body. The pt was transferred to the operating room where a surgical cut-down was performed to successfully remove the detached balloon. The pt's status is reported as "good".